Manufacturer narrative:
Patient information not available at time of this report. Investigation is currently in progress.

Event description:
A medtronic representative reported that the surgeon had problems with some misplaced screws while using the stealthstation treon treatment guidance system.